Event description:
While using a byte day aligners, patient reported that they are experiencing gum recession, jaw issues, have a hard time eating and their bite has changed. Requested additional information from patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.